Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Originally it was stated that the procedure was completed. However, additional information was provided on the event. While pushing the catheter in the left ventricle the physician saw the tip become distorted and then got entrapped in mitral valve apparatus. He then tried to remove the catheter but was afraid of damaging the valve. Finally, after 50 minutes of careful manipulation they were able to free the catheter and the procedure was cancelled with no injury to the patient. After removal of the catheter, unspecified damage was observed on the catheter tip and covering the sensor. He stated that high contact force readings and high impedance readings were observed during the event. (B)(4)

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/6/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Also, the returned catheter condition noted by the bwi failure analysis lab was that the clear sensor sleeve (pebax) is stretched and torn open with reddish brown material inside the area. No foreign material was found on the damaged area. (B)(4)

Event description:
It was reported that a patient, underwent a ventricular tachycardia procedure with a smart touch bidirectional catheter. The catheter tip was observed bended from parallel to perpendicular against the endocardium. The distal electrode was attached to the rest of the catheter only through the inner wires. The open space between electrode one and two made the catheter get stuck on one of the chordae tendineae in the left ventricle which required skilled maneuvering from the physician to resolve the problem. The procedure was completed without patient consequence. Upon request, additional information was provided on the event. There was difficulty in removing the catheter. There was an exposed opening of the catheter which was stuck on the cordae tendinae requiring maneuvering under fluoroscopy. The physician said that the catheter was stuck in the papillary muscle in a deflected position. There was no kink on the catheter. Lead wires were exposed. No surgical intervention was required. The patient did not require extended hospitalization. The sheath used was destino¿ twist (B)(4) with 8.5 french inner diameter, 17mm uni-directional curve and 67 cm length. The reported issues of the deflection being stuck and the open space between the electrodes one and two which made the catheter get stuck on one of the chordae tendineaes in the left ventricle is indicative of a reportable event.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient, underwent a ventricular tachychardia procedure with a smart touch bidirectional catheter. The catheter tip was observed bended from parallel to perpendicular against the endocardium. The distal electrode was attached to the rest of the catheter only through the inner wires. The open space between electrode one and two made the catheter get stuck on one of the chordae tendineae in the left ventricle which required skilled maneuvering from the physician to resolve the problem. There was difficulty in removing the catheter. The physician said that the catheter was stuck in the papillary muscle in a deflected position. There was no kink on the catheter. Lead wires were exposed. High contact force readings and high impedance readings were observed during the event. No surgical intervention was required. The patient did not require extended hospitalization. The procedure was cancelled with no patient consequence. The returned device was visually inspected upon receipt and it was found that the clear sensor sleeve (pebax) was stretched and torn open with reddish brown material inside the area. The distal electrode was not detached and it was found in good conditions. A scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that the pebax deformation found was caused by force sufficient to permanently yield material. Was not fatigue related and there was no evidence of degradation. An internal corrective action has been opened to investigate this issue. A deflection test was performed and catheter passed. Due to the catheter was submitted to sem analysis (destructive test), no further analysis can be performed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified; however the root cause of the catheter entanglement in the mitral valve remains unknown. An internal corrective action has been opened to investigate the pebax issues on the smart touch catheters.